Manufacturer narrative:
Additional information was received that the tip of the lead was retrieved. Device evaluation indicated that visual inspection revealed distal electrode #1 was torn off and not returned. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needle's bevel is facing down or the angle of the insertion needle is greater than 45º. An angle of more than 45º increases the risk of lead damage.

Event description:
A report was received that the top of the patient¿s lead contact broke off inside the epidural space. The lead was removed, but the tip of the broken lead was not retrieved from the patient¿s body.

Event description:
A report was received that the top of the patient¿s lead contact broke off inside the epidural space. The lead was removed, but the tip of the broken lead was not retrieved from the patient¿s body.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.